Manufacturer narrative:
On 24-oct-2022, bwi received additional information indicating the hcp contact details. Dr. (B)(6) -- (B)(6) additionally, on 3-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Membrane in the hemostasis valve is defective. During normal insertion of the dilator, the membrane came loose. Without much force of insertion. Exchange to new vizigo with success. No patient consequence. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 50000182 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Membrane in the hemostasis valve is defective. During normal insertion of the dilator, the membrane came loose. Without much force of insertion. Exchange to new vizigo with success. No patient consequence. The membrane inside the hemostatic valve was the section that broke/separated. The hemostatic valve dislodged inside the hub but not outside the hub. It was unknown if brim cap/hub detached from the sheath. No picture available. Issue noticed pre -op so sheath wasn¿t used on the patient. Air did not enter the patient¿s body. No patient consequences. Treatment was required. No blood return was observed. Hemostatic valve separation is MDR-reportable.